Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.